Event description:
The customer reported to (B)(4) that one (1) set had a leak at the top of the filter. The leak was discovered fairly early in the procedure during a blood transfusion to a patient on (B)(6) 2010. The customer does not know how much blood leaked out from the filter, but it was all from the blood bag. There was no blood loss from the patient. Approximately 80cc total of the blood from the blood bag was in the filter at the time and, as a result, was lost because they discarded the set. The set was replaced to resolve the issue. There was no patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
The reported condition of leak at the top of the filter was not confirmed or duplicated. Batch review performed. The batch review reports no manufacturing abnormalities and lot was determined to be within manufacturing specifications. (B)(4).